Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues. Additional information was received that impedance measurements were high out of range. A lead revision was performed and it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 175 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues. Additional information was received that impedance measurements were high out of range. A lead revision was performed and it was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues. A lead revision was performed and it was explanted and replaced. No additional adverse patient effects were reported.